Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn on c-cover, foreign material in the air/water channel and air/water cylinder based on the results of the investigation, it is likely the rust on the tip was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the gastrointestinal videoscope was rusty. The event occurred during inspection for use (prior to patient use). There were no reports of patient involvement.